Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that the pump battery could not be charged, resulting in the pump shutting down. Customer's blood glucose level was 175 mg/dl. Reportedly, the customer's husband assisted in providing supplies along with backup insulin therapy. The customer reverted to an alternate method of insulin therapy.